Event description:
Registered nurse (rn) noted that minione balloon button gastronomy tube (gt) lifting slightly to one side. Tubing taped to prevent any tugging. Site flushed, no leaking noted at gt stoma site. Medications administered at [time redacted]. Rn flushed and noted no leaking at stoma site. Pulled back from balloon inflation port and noted 1ml gastric content. Gt balloon port inflated and unable to pull back post inflation. Manufacturer response for tubes, gastrointestinal (and accessories), minione balloon button (per site reporter). Waiting for their response.